Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction (ami) that occurred less than or equal to seven days prior to the procedure (<=7 days) with the onset of pain greater than seventy-two (>72) hours. The mi was reported to be anterior, non-q wave, st-elevation mi (stemi). Thrombolytics were administered. The pt was found to have one-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was greater than 50% (lvef >50%). The target lesion was the proximal/mid lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 55 mm in length, a 95% stenosis, a bifurcation lesion requiring double-guidewire, irregular, a moderately tortuous proximal segment, angulation =>45 degrees and <=90 degrees, concentric, absent of thrombus, little or no calcium, and type b2. The lesion was pre-dilated as planned with a 2.5 x 30 mm balloon at 12 atm. Two cypher select plus stents were implanted electively in overlapping fashion at 14 atm: a 3.0 x 28 mm (stent #1) and a 2.5 x 33 mm (stent #2). The 3.0 x 28 mm stent was post-dilated with a 3.0 x 15 mm balloon at 15 atm. A satisfactory result was obtained for both stents. The residual stenosis was 0%. The pt was discharged the day after the procedure. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Reports # 9616099-2008-00489 and # 9616099-2008-00490.

Event description:
The report received from the study indicated that approximately two and one-half months after the index procedure, the pt had a thrombotic event requiring a re-percutaneous coronary intervention (re-pci). The pt was found to have late thrombosis of the two previously implanted cypher select plus stents. The stents were implanted in the proximal/mid left anterior descending (lad) target lesion. The event was reported to have a possible relationship to the study device(s)/procedure, was mild in severity and not related to any other cordis device. The event was a serious adverse event (sae). The outcome info was complete and the subject's event outcome was resolved without sequel.